Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected.

Event description:
It was reported that a dc/dc code of 0 was obtained on system diagnostics. The pt was also experiencing an increase in seizures and was not feeling normal or magnet mode stimulation. It was also reported that the pt had a fall approx 6 months ago. Based on this, short circuit condition is suspected with the lead. X-rays of the device were reviewed by the MFR, but no anomalies were noted. Attempts for further info have been unsuccessful to date.